Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the motion batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that system dies when moving between rooms. It does get moved around and used frequently, but it is always plugged in and charging when not in use. There was no patient present.